Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient had memory problems long before the pump was implanted. The patient was having severe pain in his leg so a healthcare provider (hcp) put botox in his leg. The patient also had a seizure the day before yesterday ((B)(6) 2016). It was further reported that when the patient had an electroencephalogram (eeg) in early (B)(6) it showed that the patient had a discharge seizure shortly after the pump was implanted last year; the date of event was (B)(6) 2015. The date (B)(6) 2015 is considered an approximate date of event. It was unknown if the patient's symptoms were related to the device or therapy. An MRI was prescribed by a neurologist. The procedure was noted as not having been due to a problem with the patient's device or therapy. On (B)(6) 2016 a consumer further reported that the patient was going in for an MRI on (B)(6) 2016. The patient had seen a physician earlier on (B)(6) 2016 and the hcp mentioned that a company representative could be paged to check the pump following the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that about two years ago the patient was confused and having what they thought were seizures. It was reported that the hcp thought the medication in the pump might have reacted with the morphine the patient received in the hospital. It was reported that device representative came to the hospital to assist and the issue was resolved. No further complications have been reported in regards to this event.